Event description:
Neptune bovie was handed off the field to be plugged in. Bovie was plugged in to the olympus console. Once it was plugged in, the bovie just started working while it was laying on pt. It was immediately unplugged. The surgeon picked bovie off of pt and the other plug was used in the olympus. The same thing occurred, the bovie just started working again. The bovie was removed from the field, a new one was opened and worked properly. The pt does have a small burn above umbilicus noted. Product description, stryker neptune e-sep smoke evacuation pencil coated, 70mm, push button switch ref# 0703-046-000, lot# 2120033. Reporting on behalf of (B)(6) hospital.